Event description:
It was reported that the patient's blood glucose level rose to 450 mg/dl while wearing the pod between 4 and 24 hours. The patient reported the cannula was not properly seated in the infusion site (abdomen), and insulin was leaking from the pod site. It was confirmed that the adhesive was secure. To treat the issue, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.6 hardware: iphone17.4 cgm sensor type: data not available.